Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-9236-01pp univers vaultlock glenoid trial central peg broke while surgeon was removing it. The broken piece was retrieved and procedure continued as planned. This was discovered during an eclipse total shoulder arthroplasty procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed, the central post was found to be broken. Its od met specifications. The cause is undetermined, however a likely cause is user-applied mechanical forces.